Event description:
It was reported that at a recent follow-up appointment, the physician observed that the right ventricular (rv) bipolar threshold and pacing impedance measurements were elevated, in comparison to their unipolar values. It was hypothesized that the rv outer coil conductor could be damaged, resulting in the significant observed differences between the unipolar and bipolar sensing modes. Boston scientific technical services (ts) was contacted and recommended a thorough lead integrity evaluation via provocative maneuvers and diagnostic imaging. It was stated that a rv lead revision procedure would be the likely outcome, due to the suspected outer conductor damage. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.